Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. Patient's blood glucose at time of incident was 491mg/dl. The customer reported that her pumps battery has gone dead. The customer stated she received a low reservoir alarm and now screen was blank. Customer was calling back with blank display after receiving new battery cap. Customer reports display was blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to missing battery cap contact. Device was received with scratched case and minor scratched lcd window.